Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : a photo was provided by the customer and evaluated. Upon visual inspection of the photos, the device appears to have wear marks, the coil appears to have black corrosion, the back cover of the tip appears to be broken; therefore, this complaint can be confirmed. Without physical evaluation, we cannot determine a root cause for the issue experienced by the customer. The possible root cause for the wear condition for the button could be related to an external deterioration and tear due to age and use. However, it cannot be conclusively affirmed. As per IFU, carefully insert and withdraw electrodes to avoid possible damage to the device and/or injury to the patient or surgical personnel. A manufacturing record evaluation was performed for the finished device u2202024, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated in juarez laboratory. Visual inspection that the cover of the tip was dropped off and some black spots were found. There are scratches near the metal tip. The device was sent to supplier for further investigation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. Visual inspection of the device was performed; as a result, the device has been returned with cut return cap detached from the ceramic. The cut return cap was returned with the device. Inspection confirmed there was glue on the inside of the return cap, although there was an area of missing glue on the side of the cap. The exterior surface of the return cap was blackened which could be an indication that the device reversed fired at some point. It is not known if this would impact the retention strength of the cap. Finally, the device was not returned in the original packaging, the active tip showed signs of debris around the active tip and in the suction port. The electrical and functional test were not performed due to cap detachment. A DHR review has been performed for lot u2202024; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product DHR, investigation findings & product risk analysis no correction action has been recommended. The customer¿s device was manufactured in mar 2022. This complaint can be confirmed. There is evidence of sufficient glue on the return cap so under normal conditions it should remain in place. No manufacturing defect was found which could have contributed to the failure mode. A further review of the complaint by technical authority confirmed the return cap shows signs of reverse fire-up and under these conditions the glue bond may be compromised. Reverse fire-up is where the cut return cap is partially buried in tissue and, because of the reduced exposed area, fire-up occurs on the return rather than the active tip. Previous testing on animal tissue has found that this can cause cut return detachment. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure on (B)(6) 2022, it was observed that the tip on the vapr tripolar90 suction electrode device broke and fell into the patient's body. According to the report, an x-ray was used to locate the tip of the electrode and was removed. The surgery was completed successfully with over 30 minutes delay. There were no adverse patient consequences reported. No additional information was provided.